Event description:
An operation was performed, a reverse shoulder prosthesis (rsp). I was in a harness for 8 weeks. You cannot move your shoulder to your elbow. After the harness was removed 10 days later, I knew something was wrong with my shoulder. I reported this to the surgeon. He took x-rays and found nothing wrong. I still was having trouble, but I waited until my 12 week check up, when the dr, through an x-ray, discovered the prosthetic came apart in my shoulder. He said he has never seen this come apart before. I had to undergo a second surgery and the bad prosthetic was removed. I asked for the prosthetic and I am convinced after seeing this, that the morse tapes that are supposed to hold the stem of the prosthetic in the humerus bone was not made right. When you put the two piece's together, they do not lock as a morse tape should. On 12/26/07, there was a recall on 49 units from this MFR, because of mislabeled sizes. I feel, I had one of those prosthetics in my shoulder. I had my second surgery, and I have noticed a huge difference on the performance of my arm. Dates of use: late 2007 - 2008.